Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported that within 10 minutes aviva nano gave 15.8 mmol/l, 7.5 mmol/l from the hospital's (unknown) device. No adverse event was reported. A request was made for the return of the meter and strips.